Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the set screw could not be tightened in the header of the pacemaker. The pacemaker was not implanted and an alternate pacemaker was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the right ventricular (rv) setscrew out of the device was confirmed. Final analysis found incorrect wrench insertion to engage the setscrew and forcing the wrench into the setscrew inset incorrectly affected the rv-setscrew. The cause of the reported event was incorrect use of the torque wrench by the user/physician.